Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery alarm during normal use, replace battery now and power error detected alarm. Customer's blood glucose value was 8.2mmol/l. Insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement properly. Pump was received with pump error 25 due to non-sleep anomaly software error. No failed battery or unexpected battery power loss alarms noted during testing.